Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump's screen had damage. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy® pump was returned for analysis in good condition. The customer's reported problem was "double beep no cassette/screen damage". Inspection of the pump's event log showed no evidence of disposable alarms. Evaluation testing consisted of simulated use and visual inspection. The customer's reported problem was duplicated. Simulated use testing was able to replicate the error without a disposable attached. The downstream sensor was replaced. Visual inspection confirmed screen damage. The lens was replaced. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found. The root cause of the issue is unknown.